Event description:
Resident was being brought into shower room went up small incline to shower room, wheel of shower chari came off causing shower chair to tip back ward, resident fell hitting head on floor, also complained of back pain. Resident sent to hospital (5/5/92 @8:45 am) via ambulance and admitted. Admission to hospital not due to fall, admission due to cardiac problems.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, modification of device - by user, none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.